Event description:
It was reported that the patient never had therapeutic effect. Patient was having pain in their mid-back. It was noted that they had ¿had a manufacturing representative increase the medication on her right side and the doctor had said it may be spasms.¿ patient had spoken with a doctor who had said it may be spasm due to surgery and it could be something to do with the muscles and it bothered her a lot.¿ it was later reported that the patient was implanted on (B)(6) 2013 and had had pretty severe pain on her right side. It was noted that it was helping on the left side but the minute she had woken up from surgery she had started experiencing pain and it had stayed in the same spot but was worse. Patient went to her doctor and manufacturing representative the monday prior to this report and the doctor had said it sounded like a muscle spasm. Patient had some discomfort with the incision but that had healed and gone away. The implant was for her left side of her back and down the legs but also a little bit for the right side. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).